Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with air bubbles in the reservoir. During troubleshooting, customer was able to clear the air bubbles out of the reservoir and manually prime the insulin pump. Customer's blood glucose at the time of the incident was 73 mg/dl. Product is not being returned or replaced.